Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 52mm abdominal aortic pre-operative aneurysm rupture. Vessel morphology was not reported. It was reported that the patient presented to the emergency room with a contained rupture. A CT scan showed extensive calcification throughout both right and left common iliac limbs to common femoral arteries. The patient had common femoral pulses but no palpable right leg pulses prior to the procedure. After doing cut downs on the common femoral arteries the physician did a retro-grade angiogram to evaluate the iliac arteries. It showed several stenosis. The physician decided to pre-dilate the right external. After that the physician tried to advance the delivery system up from the right. It stopped at the level of the common iliac. The physician took the delivery system out and ran a 12, 14, and 16 french dilator with no problem. The delivery system went up after that with some resistance. The procedure was completed successfully. The physician ballooned post op and bi-lateral 10 mm high pressure balloons. The final angiogram showed a filling defect in the right limb, it appeared to be a clot. Several angiograms and pressure transducer readings later the final angio was ok. After the procedure was done the physician noted that the patient¿s right leg had lost common femoral pulses. The physician took the patient back to the operating room and saw a clot in the right limb. Another manufacturer's 3 and 4 balloon was used to pull the clot out of the limb and right external iliac. After checking pulses again the physician noted that the patient had an outflow problem and dissected the common femoral. That showed extensive plaque build up approx 5cm in length. The physician placed a sheath in the profunda and sfa. The physician noted that the patient had a chronic sfa occlusion with a profunda stenosis. The physician was able to cross the sfa and do a distal runoff which showed 2 vessel runoff to the foot. The physician placed 2 20cm long stents in the sfa to re-establish flow. A patch graft was placed on the common femoral and the procedure was completed. The patient¿s leg looked ischemic post op and the physician decided to continue to monitor the patient. The following day the patient was brought back to the operating room because the patient¿s leg was still ischemic. The physician placed stents in the external iliac and the common femoral. In addition, the physician extended the distal stent to hunters canal. After the stenting the physician performed a compartment surgery on the patient¿s foot to help it recover. The physician attributed the cause of the events to the patient¿s condition due to the patient¿s chronic sfa occlusion and profunda stenosis. No additional clinical sequelae were reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4).